Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protection cap of a clearlink luer activated valve could not be removed. This was observed during preparation when the package was opened. A new device was used. There was no patient involvement. No additional information is available.